Manufacturer narrative:
Implant date and explant date are not applicable since the product was never placed and not removed. Patient bone quality is unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, bone fracture was observed.